Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In following up on an intra-op event, rep indicated that the procedure was a revision of stryker knee implants for "loose femur."